Event description:
It was reported that the guidewire became stuck in the catheter and became damaged, and the patient experienced minor tissue damage as tissue was present on the guidewire after withdrawal. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation using a farawave catheter the patient experienced minor tissue damage. After pre-mapping the farawave catheter was inserted into the right superior pulmonary vein (rspv). The non-boston scientific guidewire became stuck in the lumen and was unable to be removed. An attempt to advance the guidewire was not successful, and the guidewire stretched out during a removal attempt. The catheter and guidewire were removed together from the patient, and the distal tip of the wire was cut and removed from the distal end of the catheter. It was found that tissue was present on the guidewire. Another non-boston scientific guidewire was pulled for use with the catheter, but this wire also became stuck in the catheter upon insertion into the rspv. The catheter and guidewire were removed from the patient and replaced. The new catheter and guidewire were used to complete the procedure successfully. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter underwent visual inspection, functional testing, and microscope inspection. No outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The unit was examined under a microscope, and no evidence of tissue was found in the catheter. The reported clinical observations were not confirmed by the analysis results. Of note, a photo was attached with the complaint which underwent media inspection, and it was possible to see tissue trapped on the guidewire in it.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter and became damaged, and the patient experienced minor tissue damage as tissue was present on the guidewire after withdrawal. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation using a farawave catheter the patient experienced minor tissue damage. After pre-mapping the farawave catheter was inserted into the right superior pulmonary vein (rspv). The non-boston scientific guidewire became stuck in the lumen and was unable to be removed. An attempt to advance the guidewire was not successful, and the guidewire stretched out during a removal attempt. The catheter and guidewire were removed together from the patient, and the distal tip of the wire was cut and removed from the distal end of the catheter. It was found that tissue was present on the guidewire. Another non-boston scientific guidewire was pulled for use with the catheter, but this wire also became stuck in the catheter upon insertion into the rspv. The catheter and guidewire were removed from the patient and replaced. The new catheter and guidewire were used to complete the procedure successfully. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). The device is expected to be returned for analysis.